Event description:
Pt has been testing with suspect test strips for past 1-2 weeks. Each test, protein result was negative. Pt began to retain water and was edematous. Went to the doctor and protein on doctor's scale was a three (one being the least amount, four being the greatest amount). Pt went home from doctor and tested urine on suspect test strips and protein was negative.